Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. Failure analysis was completed under case (B)(4).

Event description:
Failure analysis was completed under case-(B)(4) and this case was created because case (B)(4) failed as a duplicate.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 181 mg/dl. Customer performed self-test and they received hardware low level failure error. The self-test did not passed. Customer was able to rewind the insulin pump. Customer reported that they received multiple insulin flow blocked alarm from previous two weeks of incidence. Customer tried all they changed site and set. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.